Event description:
It was reported that the packed red blood cells (prbc) infusion was initiated, and the line was inadvertently left clamped, but the pump did not alarm for occlusion. The pump allegedly continued to appear as if it was running (without alarming) for 1.5 hrs. And beeped "infusion complete" even when the bag is full, and lines are clamped. There was patient involvement but unknown outcome. Additional information was received from the customer reporting they clinician utilized a single spike blood set, with the infusion running as a primary infusion. The roller clamp that was still clamped lied below the pump. Customer performed internal investigation and reports the "device is working fine".

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the packed red blood cells (prbc) infusion was initiated, and the line was inadvertently left clamped, but the pump did not alarm for occlusion. The pump allegedly continued to appear as if it was running (without alarming) for 1.5 hrs. And beeped "infusion complete" even when the bag is full, and lines are clamped. There was patient involvement but no patient harm reported. Additional information was received from the customer reporting they clinician utilized a single spike blood set, with the infusion running as a primary infusion. The roller clamp that was still clamped lied below the pump. Customer performed internal investigation and reports the "device is working fine". A report was received from health canada's canada vigilance program which states, "prbc were hung to be infused but the line was clamped. Writer was not aware that line was clamped. Pump beeped infusion complete" 90 minutes post commencing infusion. Pump did not alarm for clamped line."".

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, c20 - no findings available, d15 - cause not established. Correction: date of event, describe event or problem, unique device identifier (UDI)#, concomitant med prod data. Additional information: imdrf annex e, f, a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module failing to alarm for occlusion could not be confirmed from a review of the logs alone and no devices were returned for investigation. Using the provided pcu s/n 15062020 event log a log review was performed. A review of the device logs demonstrated that the pcu and pump module devices were not used on the day of alleged event of 26 june 2024. For that reason, the investigation continued with a review of the last infusion programed occurring on 25 june 2024. The review of the pcu event log began on 25 june 2024 at 2:15 pm; the suspect pump module was programed/started at a rate 230 ml/hr and a vtbi of 225ml. At 3:35 pm, the program was channel off with a primary volume infused of 475 ml. A review of the device logs observed no patient side or fluid side occlusion alarms during last programmed infusion on 25 june 2024. Inspection and testing of the suspect pump module or concomitant pcu could not be performed as the devices were not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pump module failure to alarm for occlusion was not identified during the log review alone and it was observed that the system was not in operation on the day of the event and no devices were returned for investigation.